Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: +(B)(6). Reporter phone number: +(B)(6).

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that 3 out of 7 speakers have stopped working. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A replacement speaker rack was sent to the customer to resolve the issue. After installing the new part, the speaker issue remained. The remote support engineer (rse) provided troubleshooting with the customer and found out the cable for the multi speaker rack was plugged in port 2 and not in port 1. After changing the cable to port 2, all of the speakers came up and worked again. The replacement speaker rack parts replacement was no longer needed and the part has been sent back by the customer. The issue was caused by an unintended user error due to incorrect connection/installation of the device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.